Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion and the stent got lifted. The procedure was successfully completed with a different device. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the stent struts were lifted and the patient's condition post procedure was good.